Event description:
Reporter alleged obtaining a discrepant blood glucose result of 163 mg/dl back to back with a result of 72 mg/dl on the compact plus system when testing was performed within 10 minutes. Reporter indicated that she was experiencing some hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.

Manufacturer narrative:
This medwatch report is for one possible suspect device used (lot number 20679241, expiration date 06/30/2009) as the customer is unsure which device the discrepant results were obtained on. Reference medwatch report with a1 patient for the other possible suspect device used.